Event description:
It was reported that the patient experienced a lead migration and was not receiving correct stimulation coverage. The patient felt a headache and neck pain. The patient underwent a lead replacement. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.